Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/pelvic area pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included itching, vomiting, computerised tomogram abdomen, computerised tomogram pelvis, cyst, grand multiparity and gastrointestinal disorder. Concurrent conditions included constipation, anorectal discomfort, fecal impaction, back muscle spasms, ph body fluid decreased, constipation prophylaxis, neck pain, left lower quadrant pain, feeling of warmth, dehydration, back pain, acne, eczema, axillary lump, abdominal cramps, general body pain, feelings of weakness, light-headed, general malaise, diarrhea, breathing rate increased, chills, fever, myalgia, drug allergy (penicillin, sulfa and zofran.), vaginal prolapse, dysfunctional uterine bleeding, anterior segment ischaemia, cystocele, ovarian cystectomy and tubal ligation. Concomitant products included atropine from (B)(6) 2016, clindamycin phosphate (cleocin), dicycloverine (dicyclomine) since (B)(6) 2016, dicycloverine hydrochloride (bentyl), doxycycline hyclate from (B)(6) 2012 to (B)(6) 2016, hyoscine (scopolamine), hyoscyamine from (B)(6) 2016, ondansetron hydrochloride (zofran) from (B)(6) 2016, paracetamol (tylenol) since (B)(6) 2014, phenobarbital from (B)(6) 2016, ranitidine hydrochloride (ranitidin) since (B)(6) 2009, ranitidine hydrochloride (zantac) since (B)(6) 2016 and triamcinolone diacetate (triamcinolone). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain ("abdominal area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), arthralgia ("autoimmune disorder type of disorder: arthralgia"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2010, the patient experienced rash ("rashes or skin conditions type: rashes / skin rash") and pruritus ("itching"), 5 months 29 days after insertion of essure. In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, arthralgia, migraine, nausea, dysmenorrhoea, bladder disorder and urinary tract disorder had resolved and the depression, anxiety, rash, headache, dyspareunia, fatigue, alopecia and pruritus outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: the left essure implant had three coils. The right essure implant was fully within the tube. Patient received treatment for pain and abnormal bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2016: impression: 1. Uterine prolapse. 2. Dyspareunia. X-ray - on (B)(6) 2016: 1. No evidence of acute cardiopulmonary disease. 2. Moderate colonic stool burden with no evidence of bowel obstruction or bowel perforation; on (B)(6) 2016: scattered bowel gas is present within the abdomen, extending to the level of the rectum, without evidence of bowel distention or obstruction there is no evidence of free intraperitoneal air. Essure contraceptive devices project over the pelvis.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pain, abdominal pain, nausea, chronic skin rash, fatigue, arthralgias, headache, dyspareunia, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new events bladder problems, urinary problems were added. Outcome of events abnormal bleeding(vaginal, menorrhagia) was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('physical pain/pain/pelvic area pain') in a 32-year-old female patient. Who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included itching, vomiting, computerised tomogram abdomen, computerised tomogram pelvis, cyst, grand multiparity and gastrointestinal disorder. Concurrent conditions included constipation, anorectal discomfort, fecal impaction, back muscle spasms, ph body fluid decreased, constipation prophylaxis, neck pain, left lower quadrant pain, feeling of warmth, dehydration, back pain, acne, eczema, axillary lump, abdominal cramps, general body pain, feelings of weakness, light-headed, general malaise, diarrhea, breathing rate increased, chills, fever, myalgia. Drug allergy (penicillin, sulfa and zofran), vaginal prolapse, dysfunctional uterine bleeding, anterior segment ischaemia, cystocele, ovarian cystectomy and tubal ligation. Concomitant products included atropine from january 2016 to february 2016, clindamycin phosphate (cleocin), dicycloverine (dicyclomine) since january 2016, dicycloverine hydrochloride (bentyl), doxycycline hyclate from february 2012 to february 2016, hyoscine (scopolamine), hyoscyamine from january 2016 to february 2016, ondansetron hydrochloride (zofran) from january 2016 to february 2016, paracetamol (tylenol) since january 2014, phenobarbital from january 2016 to february 2016, ranitidine hydrochloride (ranitidin) since january 2009, ranitidine hydrochloride (zantac) since january 2016 and triamcinolone diacetate (triamcinolone). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain ("abdominal area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), arthralgia ("autoimmune disorder, type of disorder: arthralgia"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea (dysmenorrhea ("cramping")), dyspareunia (dyspareunia ("painful sexual intercourse")), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2010, the patient experienced rash ("rashes or skin conditions, type: rashes / skin rash") and pruritus ("itching"), 5 months 29 days after insertion of essure. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems, condition: depression") and anxiety ("psychological or psychiatric problems, condition: mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, arthralgia, migraine, nausea and dysmenorrhoea had resolved. And the vaginal haemorrhage, menorrhagia, depression, anxiety, rash, headache, dyspareunia, fatigue, alopecia and pruritus outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash and vaginal haemorrhage to be related to essure. The reporter commented: the left essure implant had three coils. The right essure implant was fully within the tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2016: impression: 1. Uterine prolapse. 2. Dyspareunia. X-ray on (B)(6) 2016. 1. No evidence of acute cardiopulmonary disease. 2. Moderate colonic stool burden with no evidence of bowel obstruction or bowel perforation. On (B)(6) 2016, scattered bowel gas is present within the abdomen, extending to the level of the rectum. Without evidence of bowel distention or obstruction, there is no evidence of free intraperitoneal air. Essure contraceptive devices project over the pelvis. Concerning the injuries reported in this case. The following ones were confirmed in patients medical record: pain, abdominal pain, nausea, chronic skin rash, fatigue, arthralgias, headache, dyspareunia, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: reporters were added. Itching was added as a event. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/pelvic area pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included itching, vomiting, computerised tomogram abdomen, computerised tomogram pelvis, cyst, grand multiparity and gastrointestinal disorder. Concurrent conditions included constipation, anorectal discomfort, fecal impaction, back muscle spasms, ph body fluid decreased, constipation prophylaxis, neck pain, left lower quadrant pain, feeling of warmth, dehydration, back pain, acne, eczema, axillary lump, abdominal cramps, general body pain, feelings of weakness, light-headed, general malaise, diarrhea, breathing rate increased, chills, fever, myalgia, drug allergy (penicillin, sulfa and zofran.), vaginal prolapse, dysfunctional uterine bleeding, anterior segment ischaemia, cystocele, ovarian cystectomy and tubal ligation. Concomitant products included atropine from (B)(6) 2016 to (B)(6) 2016, clindamycin phosphate (cleocin), dicycloverine (dicyclomine) since (B)(6) 2016, dicycloverine hydrochloride (bentyl), doxycycline hyclate from (B)(6) 2012 to (B)(6) 2016, hyoscine (scopolamine), hyoscyamine from (B)(6) 2016 to (B)(6) 2016, ondansetron hydrochloride (zofran) from (B)(6) 2016 to (B)(6) 2016, paracetamol (tylenol) since (B)(6) 2014, phenobarbital from (B)(6) 2016 to (B)(6) 2016, ranitidine hydrochloride (ranitidin) since (B)(6) 2009, ranitidine hydrochloride (zantac) since (B)(6) 2016 and triamcinolone diacetate (triamcinolone). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and alopecia ("hair loss"). On (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: rashes"), 2 years 2 months after insertion of essure. In (B)(6) 2016, the patient experienced abdominal pain ("abdominal area pain"), arthralgia ("autoimmune disorder type of disorder: arthralgia"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, arthralgia, migraine, nausea and dysmenorrhoea had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, rash, headache, dyspareunia, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: the left essure implant had three coils. The right essure implant was fully within the tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2016: impression: uterine prolapse. Dyspareunia. X-ray - on (B)(6) 2016: no evidence of acute cardiopulmonary disease. Moderate colonic stool burden with no evidence of bowel obstruction or bowel perforation; on (B)(6) 2016: scattered bowel gas is present within the abdomen, extending to the level of the rectum, without evidence of bowel distention or obstruction there is no evidence of free intraperitoneal air. Essure contraceptive devices project over the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pain, abdominal pain, nausea, chronic skin rash, fatigue, arthralgias, headache, dyspareunia, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs and mr received: case became incident. Event pain clubbed with physical pain/ pelvic area pain, new events abdominal area pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), psychological or psychiatric problems condition: depression, mental anguish, autoimmune disorder type of disorder: arthralgia, rashes or skin conditions type: rashes, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss were added. Event outcome for pelvic area pain, abdominal pain, arthralgia, migraines, nausea, cramping updated to recovered resolved. Patient details, reporter information, concomitant dugs, patient history were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.